Event description:
Related manufacturer reference number: 2017865-2025-00274. Related manufacturer reference number: 2017865-2025-00275. It was reported that the patient presented for a follow-up in the clinic, post-procedure with infection, improper healing at the device incision site, and experiencing discharge. The physician explanted and replaced the active system - implantable cardioverter defibrillator, right atrial lead, and right ventricular lead to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.